Manufacturer narrative:
Results: an injector lot number search was performed and five similar complaints found. A cartridge lot number search was performed and no similar complaint found. A foam tip plunger lot number search was performed and one similar complaint found.

Event description:
The reporter stated the surgeon inserted a competitor's lens using a msi-tf injector and the lens was damaged upon insertion. Additional information has been requested from the facility, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.